Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the retainer legs of the anvil were bent or damaged as a result of rough handling. Functionally, the wing nut and safety functioned properly upon rotating the twist knob. The green bar was visible within the indicator window when the twist knob was fully closed. Due to the observed retainer leg damage of the clinical anvil, a representative anvil was attached to the center rod without difficulty prior to firing the instrument. The instrument and the representative anvil were applied to the appropriate test media producing acceptable results. Pusher-fingers and knife advanced when the handle was squeezed and the knife cut the media cleanly and completely. The device also produced all audible, tactile and visual indicators during the functional testing. It was reported that staples were missing from the staple line after firing, the donut formed poorly or was missing completely after firing, or time was extended by >30 minutes resulting from product failure, the staples did not form as expected, and significant surgical intervention was required due to the product failure. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: mate the anvil/center rod assembly to the stapler by inserting the blunt center rod into the center shaft of the stapler and push firmly until the center rod clicks into its fully seated position. This click will be tactile and audible. Manually inspect the attachment to ensure that the center rod and stapler are fully mated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic assisted ivor-lewis esophagectomy, the stapler was used appropriately and was functioning properly during the assembly and firing process. After firing, the stapler was pulled back and an incomplete anastomosis was observed. The device partially fired and had poor staple formation. The donut was also incomplete. The patient had damage to the esophagus and stomach tissue. The issues were corrected using linear stapler and suture. The patient had radiation treatment before the surgery. The surgical time was extended for 30 minutes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic assisted ivor-lewis esophagectomy, the stapler was used appropriately and was functioning properly during the assembly and firing process. After firing, the stapler was pulled back and an incomplete anastomosis was observed. The device partially fired and had poor staple formation. The donut was also incomplete. The patient had damage to the esophagus and stomach tissue. The issues were corrected using linear stapler and suture. The surgical time was extended for 30 minutes.